Manufacturer narrative:
Manufacturer's report date: may 04, 2011. (B)(4). The customer's complaint of the pump module not properly alarming for occlusion was not confirmed nor replicated on the returned device. The IV tubing involved in the incident was not returned. Occlusion pressure testing was performed for patient side and fluid side occlusions. All testing passed and the pump module alarmed as required. Additionally, occlusion alarms were consistently detected within specification during testing using an IV set with a dead end cap in place. The root cause of the customer's reported problem could not be identified.

Event description:
The customer reported the pump did not alarm for occlusion. A patient admitted with a clot in the leg was being treated with IV tpa. The patient went for a special procedure and was sent back to the room without the IV infusing and with a dead end sterile cap on the end of the line. Radiology uses the caps to maintain sterility at the end of IV tubing once the IV line is disconnected for the procedure. When the IV was reinstated, the dead end cap was not removed. With a dead end cap still attached the IV set was inserted into a smartsite needle free valve and attached to a stopcock which was attached to the patient's venous access device. Tpa infusion was restarted at 5ml/hr. Hours later after the patient's fibrinogen lab values were not changing as expected, it was identified no solution had been infused. The customer stated the pump did not alarm for occlusion as they would have expected. The site of the infusion catheter was oozing and if fluid was leaking out, it would have mixed with the serous drainage and would not have been noticed. The biomed ran the pump for a day periodically testing for occlusion. The pump alarmed appropriately each time with an occlusion alarm. Initial tpa concentration on 3/8: 24mg tpa in 24 cc, mix in 96cc of ns = concentration 0.2mg/cc. Run at 5cc/hr (1mg/h). On 3/9, around 1300-1345, tp concentration was changed to: 10mg tpa in 500cc ns = 0.02mg/cc. Run at 25cc/hr = 0.5mg. The rate was increased around 0300, on 3/10, to 50cc/h. On 3/10, at 0845, tpn was decreased to 5cc/h.